Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 280 mg/dl between 1 and 4 hours of wearing the pod. The reporter stated after applying a new pod, the bg levels started to rise. The reporter stated they did not feel the cannula inserted into their skin, and upon removal of the pod the pink slide did not move forward, and the cannula did not deploy, indicating a needle mechanism failure.

Manufacturer narrative:
The pod data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damage or deficiencies were found that would result in the needle not being deployed. The soft cannula was observed to be torn, spanning both exposed and unexposed portions, and the housing vent cover was observed to be partially peeled off. The timing and cause of this damage could not be determined.